Event description:
Information was received from a consumer implanted with a neurostimulator for spinal pain. It was reported there was a loss of therapy and the device used to work but it was now not working like it used to so they wanted it taken out. The not working as well as it had started about 6 months after it was implanted. The patient also had stated they wanted the device taken out so they could get mris. The patient noted the reason for their need for mris didn't have anything to do with their stimulator "being messed up." The patient had called their managing physician's office but the earliest they could get an appointment was (B)(6) 2016. The patient's managing physician indicated that they had not seen the patient since (B)(6) 2016 and they had no specifics known regarding the recent complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.